Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (tydi-60-05). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Damaged haptic after implantation. During the implantation process, there was no obvious damage to the intraocular lens (iol) observed when it was loaded into the injector. The procedure proceeded normally with viscoelastic injection and iol injection for ciliary sulcus suspension. However, after the iol was inserted in the eye, it was found that the haptic (posterior loop) was partially fractured and broken, making it impossible to perform the normal suspension fixation. As a result, the optical portion of the iol had to be cut and removed from the patient's eye to ensure the normal progression of the surgery. The iol was then replaced, and the surgery was completed without causing any other harm or impact to the patient. After analysis by the director, since the iol was pre-loaded and there was no secondary damage to the iol before implantation, it was concluded that the haptic fracture and breakage had already occurred before the implantation. Problem code: a0414 - material split, cut or torn.